Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of two devices that were used in the same procedure. Refer to manufacturer report number MFR. Report # 3005099803-2021-01230 for the lithoclast ultrasound probe and MFR report for the lithoclast ultrasound probe. It was reported to boston scientific corporation that two lithoclast ultrasound probes were used in a percutaneous nephrolithotomy procedure in the kidney performed on (B)(6) 2021. During the procedure, the ultrasound probes broke near the connection site. The physician noted that the handpiece was hot and the handpiece was transferring heat to the probe at the connection site, potentially making the probes weaker and contributing to their break. It was reported 350 millimeters of the probe detached inside the patient. The fragments were removed using reusable graspers. A third lithoclast probe was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, an analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of two devices that were used in the same procedure. Refer to manufacturer report number MFR. Report # 3005099803-2021-01230 for the lithoclast ultrasound probe and MFR report #3005099803-2021-01231 for the lithoclast ultrasound probe. It was reported to boston scientific corporation that two lithoclast ultrasound probes were used in a percutaneous nephrolithotomy procedure in the kidney performed on (B)(6) 2021. During the procedure, the ultrasound probes broke near the connection site. The physician noted that the handpiece was hot and the handpiece was transferring heat to the probe at the connection site, potentially making the probes weaker and contributing to their break. It was reported 350 millimeters of the probe detached inside the patient. The fragments were removed using reusable graspers. A third lithoclast probe was used to complete the procedure. There were no patient complications reported as a result of this event. Additional information received on april 1, 2021. During the procedure, the two ultrasound probes broke near the connection site and the handpiece was hot. The physician noted that the handpiece was hot and the handpiece was transferring heat to the probe at the connection site, potentially making the probes weaker and contributing to their break. The probes broke at their proximal end near the junction with the handpiece (and near the proximal end of the nephoscope). The piece that broke off of each probe was approximately 35 cm long. It was reported that there was still plenty of length outside the patient for the physician to grab and remove the entire length of the broken piece.